Manufacturer narrative:
The device was not in clinical or therapeutic use at the time of the event. No patient or user harm/injury/delay in therapy was noted. A field service engineer (fse) was dispatched to customer site, and he confirmed the reported the problem. The fse replaced power management printed circuit board assembly (pm pcba) and motor controller printed circuit board assembly (mc pcba). The device successfully passed performance specification testing after the repair was completed and returned to use with full functionality.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
It was reported the ventilator had a black screen and is unable to boot. There was no patient involvement.